Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in spinal fixation therapy for anterior fusion was performed at t11/l4 on (B)(6) 2000, but removal was scheduled due to rod breakage at l2/3. It was reported that anterior fusion was performed at t11/l4 on (B)(6) 2000, but removal was scheduled due to rod breakage at l2/3. However, only the l1 screw and staple removal were performed because the inferior vena cava and right ureter were close to the l4 screw head. A posterior fixation was performed in the first period, but pso was scheduled for l1, so only the anterior l1 screw removal was performed. Even though it was checked on the day of the operation, the broken rod was not sold. Perhaps there was the possibility that the residue portion of the rod used in the previous operation was re-sterilized and used. F5.5 mm pure titanium rod or titanium alloy rod is used. No abnormalities were observed in the m8 screw and part of the broken rod remains in the patient's body as is and the cut part has been disposed of. No further complications or symptoms were reported. Additional information was received via manufacturer representative that there is no malfunction associated with the m8 screw. The revision surgery will be performed because the rod was broken at l2/3 after anterior fixation.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiographic image review: intra-op fluro and lateral x-ray of multi level thoraco-lumbar fusion shown 6 levels instrumented with screws. There appear to be a rod fracture between the fourth and fifth levels. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.